Manufacturer narrative:
Product analysis: the programmer was found to be unresponsive to the stylus. The stylus was replaced. The programmer passed final functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for evaluation, and subsequently tested out of specification. There was no patient involvement.